Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). A supplemental emdr was submitted to represent the bard/davol mesh - composix l/p (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and ventralight st on (B)(6) 2009 and/or (B)(6) 2012. As reported the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent revision surgeries due to a defect in the composix l/p and ventralight st on (B)(6) 2012 and (B)(6) 2013. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: date of implant for the ventralight st will be considered as (B)(6) 2012, since the initial legal claim identified the implant date for the composix l/p as (B)(6) 2009.